Event description:
It was reported that during a scheduled retrieval of a vena cava filter approximately one year after implant, a filter limb became detached during the filter retrieval. The filter and detached limb were successfully retrieved. There is no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.